Event description:
(B)(4). I had been suffering from severe abdominal pains, back pains, joint aches and heavy, heavy bleeding. My menstrual started on (B)(6) 2014 and I was going thru a super plus tampon and super pad in less then an hour an a half. I went to dr. (B)(6) on (B)(6) and he prescribed megestrol to stop the bleeding. This had been happening over the last 2 years but this time was the worse. I could not get out of bed, the cramping and bleeding was so bad. I had a partial hysterectomy on (B)(6) 2014.